Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Manufacturer narrative:
Patient's medications: lanoxin, dilitazem, lisinopril, and xarelto. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2014, the patient developed an ischemic right leg. The physician treated this with an open thrombectomy of the right iliac/femoral artery, common femoral endarterectomy with bovine patch angioplasty, and a right common iliac/external iliac stent. There was a good pulse in the right foot post procedure. The physician reported the cause of the ischemic right leg is due to the patient having terrible occlusive disease and the occlusion was secondary to severe advanced peripheral artery disease (pad). The patient tolerated the reintervention.